Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced, deployed and successfully implanted in the laa. A total of three (3) recaptures were required. No complications were noted. At the end of the procedure, an effusion sweep was performed and there was nothing different other than the trace that was observed prior to procedure. A few hours post procedure while the patient was in recovery, a transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. Pericardiocentesis was completed to treat the effusion removing approximately 200-300cc of red fluid. There were no further complications reported, and the patient was discharged.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a trace pericardial effusion was noted on baseline transesophageal echocardiography (tee). A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced, deployed and successfully implanted in the laa. A total of three (3) recaptures were required. No complications were noted. At the end of the procedure, an effusion sweep was performed and there was nothing different other than the trace that was observed prior to procedure. A few hours post procedure while the patient was in recovery, a transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. Pericardiocentesis was completed to treat the effusion removing approximately 200-300cc of red fluid. There were no further complications reported, and the patient was discharged. It was further reported that cardiac tamponade occurred.